Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was in the hospital at the time of the event and reportedly in a coma. Prior to passing the patient received three inappropriate defibrillations. It was not reported if any witnesses were present at the time of the event but the post-treatment deactivation of the device indicates the presence of bystanders. On (B)(6) 2018 at 10:47:16, an arrhythmia was detected which the ECG recordings revealed was atrial fibrillation (af) with rapid response at 180 bpm. At 10:47:50, gel was released. At 10:48:00, the first shock was delivered while the patient was in af at 130 bpm with the post shock rhythm being sinus bradycardia at 50 bpm. At 10:48:00, the second shock was delivered while the patient was in af at 100 bpm with the post-shock rhythm being af at 80 bpm. At 10:49:10, the last shock was delivered while the patient was in sinus rhythm at 60 bpm with frequent pacs and the post-shock rhythm being sinus rhythm at 70 bpm with frequent pcas. The patient's last known rhythm before the device shutdown at 11:20:38 was asystole with CPR artifact. Rapid af and multiple counting of tall t-waves contributed to the false detection. The response buttons were not pressed during the event. It was reported that the patient's wife seemed to "believe the staff should have pressed the buttons for the pt because he was in a coma and being monitored by telemetry". Per the report, the patient's wife stated that the hospital indicated that the patient was to continue use of the lifevest. Following the event, the patient passed away on (B)(6) 2018.